Manufacturer narrative:
(B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Upon visual inspection based on the photographic evidence. Quality assurance inspections could not be conducted as the device was not returned to rti surgical. Inspections will be conducted should the device be returned later. Thus, the reported complaint condition is not confirmed. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The complaint condition is not confirmed during photo/video investigation. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history lot: product code: 03.221.015, lot number: p094842, manufactured date: 05/03/2011. A DHR review was conducted and found that the device met manufacturing specification prior to shipping. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date, patient underwent a subtrochanteric femur fx procedure. It was noted that the pistol grip tensioner failed to tension cable. Sliding mechanism appears to be affected. No surgical delay was noted and no fragments were generated. The procedure was successfully completed. No patient consequences. This report is for one (1) cable tensioner with pistol grip this is report 1 of 1 for (B)(4)

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. A1: e00061977768. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: part # 03.221.015; synthes lot # p094842; supplier lot # p094842; release to warehouse date: 27 may 2011; supplier: pioneer surgical technology; no ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Service and repair evaluation; the customer reported the pistol grip tensioner failed to tension cable and the sliding mechanism appears to be affected. The repair technician reported the device needs to be tested at the vendor site. The cause of the issue is not determined. The vendor reported that the device had passed the functional inspection. The item will be repaired per the inspection sheet, and will be returned to the customer upon completion of the service and repair process. The evaluation was unconfirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.